Event description:
It was reported that the patient presented in clinic on (B)(6) 2026 for a right atrial (ra) leadless pacemaker (lp) revision procedure due to high capture threshold post implantation. The ralp was explanted. Upon initial mapping near the interventricular apex, it was found that the new right ventricular (rv) leadless pacemaker (lp) exhibited high out-of-range pacing impedance, followed by stopping of heartbeat. It was then noted that the rvlp had caused cardiac perforation, pericardial effusion, and cardiac tamponade. Immediately, pericardiocentesis was performed, followed by extracorporeal membrane oxygenation, and the patient was sent into the coronary care unit for thoracotomy. Patient condition was stable, and a transvenous dual-chamber pacemaker system was implanted after. The patient would continue to rest and recover in the care unit with stable heart conditions.